Manufacturer narrative:
(B)(4). Batch #l91d8h. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #l92f00. The batch history records were reviewed with no anomalies noted during the manufacturing process. Additional information received: did the active broken blade fall into the patient?.. Ans --yes. Was the active broken blade retrieved from the patient?..ans ..yes. Did this cause a change in the plan of care for the patient?..ans..yes. Is the broken blade tip being returned with the device?..ans..yes (I have sent along with the device.) Or, was the broken blade tip discarded?..no..(it is sent with the complaint material).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device hand shears active blade broke. It happened in the very first case with this device. The 'replace instrument' message comes on the gen11 screen. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.